Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that the cause of the high impedance measurements was unknown and that the high impedance of the last battery resolved.

Event description:
Additional information from the manufacturer representative reported that the ins was implanted on (B)(6) 2014. The customer did not want to return the ins for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported the patient experienced a ¿lack of some therapy¿ and that the patient¿s implantable neuro stimulator (ins) had reached the elective replacement indicator (eri). Impedance testing was performed and found high impedances of ¿>4000 (ohms) on all areas.¿ the patient¿s impedances were reported ¿fine¿ in (B)(6) 2016, ¿except for electrode 0, which was high, but wasn¿t included in her programming.¿ it was added that it ¿looked like she had high impedances¿ with her previous ins also. It was noted the patient¿s ins was a non-rechargeable spinal cord stimulator that was paired with a single octad lead that was placed at the bottom of t10. The patient used 1 program (with contacts -2, +3, -4) at the time of report with a pulse width of 390, frequency of 100 hz and amplitude of 3.7 volts (but the patient can go up to 10.5 volts). The patient used their stimulation 24 hours a day, every day at the time of report. The patient had not experienced any falls or traumas prior to the high impedance; the cause of the high impedance issue was unknown. Later impedance testing was performed to troubleshoot the issue and found that when impedances were tested through an extension and trialing cable that electrode 0 was ¿still out.¿ the patient¿s ins was replaced on (B)(6) 2017; no other devices were replaced at that time. It was noted that the high impedance issue was not resolved on electrode 0 at that time. No further complications were reported or anticipated.

Event description:
The patient was noted to have had a second battery implanted on (B)(6) 2014, though it was unclear at the time of report whether that battery was the ins covered in this report.